Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator was successfully interrogated outside of the operating room. Once in the operating room, the physician programmer was unable to interrogate the device. It read an interference. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.